Manufacturer narrative:
Evaluation results: one unopened portex tracheostomy tube (item number: 100/810/080cz) was received for investigation. Under the initial visual inspection the sample appeared to be in good condition. A cuff leak was later detected due to a tear in the cuff. The investigator indicated that the tear most likely occurred due to contact with a sharp edge. The instructions for use precaution against this. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the balloon deflated after insertion with a patient. Previous incidents were captured in 2015 per reporter, but it was also noted that this issue was "without patient consequence, but with obligation of frequent change", indicating a tracheostomy (trach) change out was performed. No further complications were reported in relation to this event.